Manufacturer narrative:
Submit date: 09/08/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the probe is broken. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.